Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an procedure on (B)(6) 2012. According to the complainant, the jagwire was preloaded into an ultratome xl and inserted into the patient. When the physician went to move the jagwire it was noted that the tip of the jagwire had detached outside of the ampulla. The physician did not have any concerns regarding the fragment and it is expected to pass naturally. The procedure was completed with another guidewire and the same tome. There were no patient complications reported and the patient's condition has been described as stable.

Manufacturer narrative:
(B)(4) the reported event of tip detachment. The device has not been received for analysis. If the device is returned upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an procedure on (B)(6) 2012. According to the complainant, the jagwire was preloaded into an ultratome xl and inserted into the patient. When the physician went to move the jagwire it was noted that the tip of the jagwire had detached outside of the ampulla. The physician did not have any concerns regarding the fragment and it is expected to pass naturally. The procedure was completed with another guidewire and the same tome. There were no patient complications reported and the patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned guidewire revealed that the pebax tip had detached, exposing the tip of the metal corewire. Presence of adhesive remnants were found on the corewire, indicating that the pebax had been properly attached to the core wire. The ptfe jacket and corewire did not reveal any damage and the outer diameter of the guidewire was found to be within specification. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failures. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.